Event description:
It was reported the shaft broke. The target lesion was located within the moderately calcified right coronary artery (rca). A guidezilla extension catheter was advanced through a non bsc 1.5 6f radial guide catheter. The guidzeilla would not advance through with manipulation, so the physician pulled it out and the device fractured. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified the guidezilla guide extension catheter in two (2) pieces. Microscopic and tactile examination revealed numerous kinks in the hypotube and distal shaft. Examination of the collar/proximal shaft bond revealed a complete separation. The ptfe was completely pulled out from the collar and attached to the distal shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported the shaft broke. The target lesion was located within the moderately calcified right coronary artery (rca). A guidezilla extension catheter was advanced through a non bsc 1.5 6f radial guide catheter. The guidzeilla would not advance through with manipulation, so the physician pulled it out and the device fractured. The procedure was completed with a different device. No patient complications were reported.